Event description:
It was reported that a device alarmed for a system error 105 that would not clear. In addition, there was no pt involvement reported.

Manufacturer narrative:
(B)(4). The involved device is currently being evaluated by baxter. A supplemental will be submitted when the eval is complete.